Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified antibiotic. The customer contact reported that after 24 hours in use, solution was noted to be leaking from the tubing set. Upon examining the tubing set, it was noted that the tubing had separated from the t-connector. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device will not be returned for investigation. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80fpa and has a 510k of k052722. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).